Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Upon checking log files it was found that the code ¿203¿ was recorded twice on the battery, which is an indication of power switching.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: product ID 1425 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: one (1) battery ((B)(6)) and one (1) controller ac adapter with unknown serial number were not returned for evaluation. A review of the devices' history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed premature power switching events that were due to momentary disconnections involving (B)(6) within the analyzed period. Analysis of the data log files also revealed several momentary disconnections involving an unknown adapter, which would lead to a power switching event upon disconnection. (B)(6) was the secondary power source during the momentary disconnects. It is possible that the momentary disconnects involving the adapter were also perceived as power switching involving (B)(6). The power sources had been lubricated prior to release. Of note, it is possible for a battery to increase its rsoc after the controller switches to the other power source. The increase in capacity is likely the result of the controller switching to the secondary power source, which decreases the load on the battery. The battery capacity display on the controller and battery is intended to light two (2) led indicators for capacities between 25-49% and three (3) led indicators for capacities between 50-74%. Review of the data log file did not reveal any evidence of the battery capacity increasing after depleting below 50% rsoc. As a result, the reported change in charge capacity could not be confirmed. The reported power switching and momentary disconnection events were confirmed. Based on the available information, a possible cause of the reported change in charge capacity may be attributed, but not limited, to the battery regaining capacity after its load had been decreased, resulting in the charge increasing after going below 50% capacity. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the reported power switching event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power- source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, the battery and the unknown cac adapter fall in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: d1: heartware ventricular assist system ¿ controller cac adapter d4: model #: 1425/ catalog #: 1425/ expiration date: / serial or lot#: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller ac adapter exhibited momentary power disconnect. The ac adapter remains in use.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Additional products: d1: controller ac adapter d4: model#: 1430 / catalog#: 1430 / expiration date: 31-march-2025 / serial#: (B)(6). H4: mfg date: 16-march-2022. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller ac adapter (cac) was replaced.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) battery (bat (B)(6) and one (1) controller ac adapter (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed premature power switching events that were due to momentary disconnections involving bat(B)(6) within the analyzed period. Analysis of the data log files also revealed several momentary disconnections involving a power adapter, which would lead to a power switching event upon disconnection. Bat(B)(6) was the secondary power source during the momentary disconnections. It is possible that the momentary disconnections involving the adapter were also perceived as power switching involving bat(B)(6). The power sources had been lubricated prior to release. Of note, it is possible for a battery to increase its relative state of charge (rsoc) after the controller switches to the other power source. The increase in capacity is likely the result of the controller switching to the secondary power source, which decreases the load on the battery. The battery capacity display on the controller and battery is intended to light two (2) led indicators for capacities between 25-49% rsoc and three (3) led indicators for capacities between 50-74% rsoc. Review of the data log file did not reveal any evidence of the battery capacity increasing after depleting below 50% rsoc. As a result, the reported change in charge capacity could not be confirmed. The reported power switching and momentary disconnection events were confirmed. Based on the available information, a possible cause of the reported change in charge capacity may be attributed, but not limited, to the battery regaining capacity after its load had been decreased, resulting in the charge increasing after going below 50% capacity. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the reported power switching event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, the battery and the controller ac adapter fall in scope of this CAPA. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it was reported that the battery exhibited power switching where the charge "changed from capacity 2 to capacity 3 even though the battery has an occasional remaining amount of 25% or more." The battery was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.